Event description:
It was reported that after guidewire insertion, the insulation peeled during attempted advancement into the sheath, and insertion into the sheath becomes difficult. The device was replaced, and the procedure was completed without patient complications. The event occurred outside the patient. The device is not expected to return for laboratory analysis since it was discarded in facility. It was further reported that at the time the damage was observed, the insulation was not intact and had been peeled back. The issue was resolved by replacing the device with another unit of the same type, with no manual modifications made to the wire to continue the procedure. The wire was not inserted or retracted through a metal introducer needle or cannula. No difficult anatomy, patient leads, or mechanical hardware were involved, as the issue occurred outside the patient's body.